Event description:
It was reported that the user received a ¿dosing stops soon¿ and ¿cgm not paired¿ alert while using an ilet system with a freestyle libre 3 plus sensor, and pairing attempts resulted in a ¿sensor already in use¿ message because the sensor was paired to the abbott app. Symptoms included interruption of automated insulin dosing due to loss of cgm connectivity with no adverse clinical symptoms reported. Outcomes included transition to bg run mode with education provided to support continued therapy until replacement sensors arrive. User support included troubleshooting of cgm pairing and user education on disconnect procedures and run mode functionality. Investigation of this case revealed that the cgm sensor was in use by another device, which prevented pairing to the ilet and triggered the alerts. It was concluded, based on previously established findings for similar reports, that user setup with a conflicting mobile application caused the pairing failure.